Event description:
The lettering on the zimmer orthopedic pans is flaking off. Trays were received on consignment from zimmer approximately 5 to 6 months ago. Not all of the trays that were received are flaking, but the ones that are, are all the same type. The trays are steam sterilized. Attempts to contact the manufacturer have been unsuccessful. Photos available.